Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 control panel mrp became unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate. The reported issue could be confirmed and replacing the touch screen solved the issue. Subsequent functional verification testing found no further issues and the device was returned to service. Further it was reported that fluid could be detected inside of the device. Therefore fluid ingress was identified as root cause of the reported issue. This is a known issue and as corrective action a new sealing was implemented.

Event description:
See initial report.